Event description:
It was reported that the dso seal had bubbled and torn/jl. The event occurred during testing. During investigation found the downstream occlusion (dso) seal torn was identified. The file is being reported based on the investigation findings. There are no patient involvement and adverse event reported.

Manufacturer narrative:
Device was initially received for the complaint that the dso seal had bubbled and torn. The event occurred during testing. During investigation found the downstream occlusion (dso) seal torn was identified. The file is being reported based on the investigation findings. Review of event log/alarm history found that there were no related alarms to the complaint found. There was no 12-month service history reported. The visual and functional testing were performed. During investigation found uso seal is buckling, and motor has exceeded the rotation limit. The probable root cause was the dso seal got detached and was replaced. The device passed all testing criteria after performance verification testing.